Event description:
Customer reports set was leaking taxol at the point where "the tubing and the roller clamp meet." Reporter states this resulted in backflow of blood and clotting off of the pt's port. Reportedly the pt underwent a fluoroscopy procedure to determine the degree of clotting in the port. Reporter states the radiologist was able to manipulate the port and remove the clot. The pt resumed therapy after this procedure with no further sequelae.